Event description:
It was reported that the customer had a motor error alarm while taking dual wave bolus on the insulin pump. The customer's blood glucose level was 121 mg/dl. The troubleshooting was performed. The customer insulin will be replaced. The customer was advised discontinue use of the insulin pump and revert to back up plan per healthcare provider instruction.

Manufacturer narrative:
Findings: unit passed the rewind, basic occlusion test, occlusion test, prime/a33test, excessive no delivery test and displacement test. No motor error alarms noted. The motor was tested outside the device and passed. However, motor was found leaking oil. Unable to do motor test due to oil leak. Unit received with cracked case at display window corners, reservoir tube, reservoir tube lip and battery tube threads. Unit received with minor scratches on display window